Event description:
It was reported that the patient presented to the hospital with apparent pericardial effusion, blood pressure, and heart rate problems. The lead was repositioned and the echocardiogram showed no pericardial effusion. After the repositioning, the patient's condition stabilized and the system functioned normally. System functioned normally.

Manufacturer narrative:
No medwatch form was received.